Event description:
Pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-maligant pain/chronic knee pain. The pt notified the MFR that the pt had been diagnosed with an intraspinal mass. On follow up with the hcp, the dr stated the pt had a surveiilance CT myelogram, which showed an intraspinal mass. The pt was referred to a neurosurgeo, who chose to monitor the pt. The pt underwent replacement of the pt's knees, followed by explantation of the pump and catheter when no longer needed for pain. The hcp stated the pt is doiwng well after explant.